Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. Dexcom technical support had the patient perform a reset and the reset was unsuccessful for reported issue the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. Therefore, the reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.